Manufacturer narrative:
Retained testing performed at mts (ocd) using mts anti-igg card lot # 072208001-09 with known donor samples containing anti-e was satisfactory. Gel cards performed as expected at the ocd site and no false negative reactivity were observed in any of the gel cards. Batch record review was within release specifications. A complaint review indicated no other similar complaints have been logged against this lot. Incident is isolated.

Event description:
The customer reported two incidents in which two patient samples containing weak antibodies were negative when tested on the provue analyzer. One of the incidents resulted in the transfusion of incompatible blood leading to a transfusion reaction. Ocd's medical director has classified this event as a serious injury. Initial testing was performed using the mts anti-igg card lot # 072208001-09. The customer did not test the mts anti-igg card lot # 072208001-09 on the alternate provue or in manual gel test using the samples in question. This complaint is also reported under medwatch MFR # 1056600-2008-00352 for the second incident. A separate medwatch 1056600-2008-00349 has been submitted for the provue analyzer.